Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags alarm during dwell 6 of 8. While baxter's technical service rep was troubleshooting the alarm, the home pt pulled the spike out of the heater bag. No pt injury or medical intervention was reported at the time of the call.